Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was providing atrial pacing at the maximum sensing rate. Far field oversensing was also noted, with atrial activity being sensed on the ventricular channel. As a result of the timing change, a ventricular pace was provided after a ventricular sensed beat in blanking in an active noise window, which was suspected to be proarrhythmic. Technical services (ts) was contacted to troubleshooting, and suggested an xray verify lead proximity, as well as device reprogramming. This ICD remains in-service. No adverse patient effects were reported.